Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the cusa excel 23khz straight handpiece (c2600) emitted noise, had an unstable output and the housing was heating. The facility has not reported if there was patient involvement or surgical delay relative to this event.

Manufacturer narrative:
The cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR): DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation was unable to conclusively verify customer information as valid. All functional tests were completed and the device meets manufacturer¿s specifications. Root cause - the root cause was confirmed as no fault found. The device was found to meet specification, thus no corrective action is required.